Event description:
Surgeon was using the scissors through a rigid cystoscope to cut a suture that had come through the bladder when suturing the bladder cuff on a robotic hysterectomy. Cystoscopy was done after the robotic hysterectomy, that's when the suture was found. While manipulating the scissors, the scissors broke in the hand mechanism. All parts of the scissors were retrieved.======================manufacturer response for optical scissors for rigid cystoscope, karl storz (per site reporter).======================manufacture's rep is going to pick up the instrument and inspect.what was the original intended procedure?robotic hysterectomy.device #1is this a laboratory device or laboratory test?no.